Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.however, the technical support the gde (gas delivery engine) needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical the avea ii ventilator unit was auto cycling. Customer also noted air coming out of the insp port. The reporter confirmed that there is no patient involvement associated on this event.